Event description:
It was reported that a pocket infection occurred. The implantable cardioverter defibrillator (ICD) was explanted. The patient had been enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076, implantable pacing lead, (B)(4), implanted: (B)(6) 2001; 6943, implantable tachy lead, implanted: (B)(6) 2001; 419388, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: product ID# c174awk. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.